Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan.

Event description:
It was reported during kit inspection the unit does not proper mesh. There is no harm or delay reported as there was no patient involvement. Due diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected - b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record determined the device was not meshing properly; damaged comb, carrier guide, gear, ball detent, bearing, side plates, and bottom roll; however, the repair was not completed due to material out of stock. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.